Manufacturer narrative:
As per the facility's biomedical engineer the intra-aortic balloon pump (iabp) passed all calibration and functional checks. No parts were replaced. The battery run time passed and switched from bay 1 to bay 2 and bay 2 to bay 1 when the batteries depleted. The iabp has been returned to the department and cleared for clinical use.

Event description:
The customer reported that the patient had an axillary approach catheter inserted and was mobile and the cardiosave was running on battery for approximately 90 minutes. The customer stated that one battery was depleted but had another full battery left. When the first battery depleted the cardiosave shut down and did not start running on the other battery. They plugged the cardiosave in and it restarted. The customer then switched the cardiosave out for another intra-aortic balloon pump (iabp) and sent it to their biomedical engineering department. No adverse event reported. No patient injury or harm reported.

Manufacturer narrative:
Three good faith efforts were made to the customer biomedical engineer. We did not receive a response regarding evaluation or repair of the iabp in relation to this reported event. If additional information is received we will report accordingly. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the patient had an axillary approach catheter inserted and was mobile and the cardiosave was running on battery for approximately 90 minutes. The customer stated that one battery was depleted but had another full battery left. When the first battery depleted the cardiosave shut down and did not start running on the other battery. They plugged the cardiosave in and it restarted. The customer then switched the cardiosave out for another intra-aortic balloon pump (iabp) and sent it to their biomedical engineering department. No adverse event reported. No patient injury or harm reported.